Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the black box and alarm history showed multiple consecutive call service alarms had occurred. During testing, no blank screen, warnings or alarms occurred. The pump performed within specifications. The call service alarm was confirmed in the pump history but was not duplicated during the investigation.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the pump had emitted call service alarms more often than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).